Event description:
Pt scheduled for "belt lipectomy" and "thigh lift" following the loss of weight. Surgery-8hrs. Compression stockings and garment rendering sequential compression in use over approx 26 hrs duration. Garments used correctly according to MFR directions. At approx 1130 pm (approx 8 hrs post procedure) pt complained of numbness in foot and inability to raise left foot (flex).